Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), polycythaemia vera ('polycythemia vera'), ankylosing spondylitis ('autoimmune disorder type of disorder: ankylosing spondylitis, blood or heart disorder/condition type: systemic mast cell disease, chronic myleoproliferative disorder'), systemic mastocytosis ('blood or heart disorder/condition type: systemic mast cell disease') and myeloproliferative neoplasm ('blood or heart disorder/condition type: chronic myleoproliferative disorder') in a 41-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, polycythemia, infection nos and dizzy. Concomitant products included ferrous fumarate;vitamins nos (flintstone vitamins w/iron), heparin, oxycodone and paracetamol (tylenol). On (B)(6)2009, the patient had essure inserted. On (B)(6)2018, the patient was found to have leiomyoma ("other injury(ies) or complication please describe: leimyomata"), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), headache ("headaches"), ovarian cyst ("ovarian cysts/ other injury(ies) or complication please describe: left ovarian cyst x3"), burning sensation ("burning feeling"), dizziness ("dizziness,"), histamine intolerance ("histamine disorder causing allergies") with hypersensitivity, vaginal haemorrhage ("abnormal bleeding (vaginal)"), bartholin's cyst ("other injury(ies) or complication please describe: bartholin cyst leimyomata."), ankylosing spondylitis (seriousness criterion medically significant) and abdominal pain lower ("left lower quadrant pain") and was found to have polycythaemia vera (seriousness criterion medically significant), systemic mastocytosis (seriousness criterion medically significant) and myeloproliferative neoplasm (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral), oophorectomy (unilateral), hyst. (Partial)). Essure was removed on 23-jul-2018. At the time of the report, the pelvic pain, polycythaemia vera, abdominal pain, menorrhagia, headache, ovarian cyst, burning sensation, dizziness, histamine intolerance, vaginal haemorrhage, bartholin's cyst, leiomyoma, ankylosing spondylitis, systemic mastocytosis and myeloproliferative neoplasm outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, ankylosing spondylitis, bartholin's cyst, burning sensation, dizziness, headache, histamine intolerance, leiomyoma, menorrhagia, myeloproliferative neoplasm, ovarian cyst, pelvic pain, polycythaemia vera, systemic mastocytosis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test done. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Event added from pfs- abnormal bleeding (vaginal), bartholin cyst, leimyomata, ankylosing spondylitis, systemic mastocytosis, chronic myleoproliferative disorder, left lower quadrant pain. Reporter information, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ankylosing spondylitis ('autoimmune disorder type of disorder: ankylosing spondylitis, blood or heart disorder/condition type: systemic mast cell disease, chronic myeloproliferative disorder'), systemic mastocytosis ('blood or heart disorder/condition type: systemic mast cell disease') and myeloproliferative neoplasm ('blood or heart disorder/condition type: chronic myeloproliferative disorder') in a 41-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, polycythemia, infection nos and dizzy. Concomitant products included ferrous fumarate;vitamins nos (flintstone vitamins w/iron), heparin, oxycodone and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have systemic mastocytosis (seriousness criterion medically significant), underwent gastric bypass ("gastric bypass") and experienced food allergy ("allergy to peanuts/tree nuts."). In 2012, the patient experienced bartholin's cyst ("other injury(ies) or complication please describe: bartholin cyst leimyomata."), female sexual dysfunction ("apareunia inability to have sexual intercourse") and metabolic disorder ("gastrointestinal or digestive system condition type: metabolic disorder"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2018, the patient was found to have leiomyoma ("other injury(ies) or complication please describe: leimyomata"), 9 years 5 months after insertion of essure. On an unknown date, the patient was found to have polycythaemia vera ("polycythemia vera"), myeloproliferative neoplasm (seriousness criterion medically significant) and weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), headache ("headaches"), ovarian cyst ("ovarian cysts/ other injury(ies) or complication please describe: left ovarian cyst x3"), burning sensation ("burning feeling"), dizziness ("dizziness,"), histamine intolerance ("histamine disorder causing allergies") with hypersensitivity, ankylosing spondylitis (seriousness criterion medically significant), left lower quadrant pain ("left lower quadrant pain"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (salping. (Bilateral), oophorectomy (unilateral), hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction and fatigue had resolved, the polycythaemia vera, abdominal pain, headache, ovarian cyst, burning sensation, dizziness, histamine intolerance, bartholin's cyst, leiomyoma, ankylosing spondylitis, systemic mastocytosis, myeloproliferative neoplasm, tooth disorder, dysmenorrhoea, metabolic disorder, alopecia, gastric bypass, food allergy, weight increased and abdominal pain lower outcome was unknown and the left lower quadrant pain had not resolved. The reporter considered abdominal pain, alopecia, ankylosing spondylitis, bartholin's cyst, burning sensation, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, food allergy, gastric bypass, headache, histamine intolerance, left lower quadrant pain, leiomyoma, menorrhagia, metabolic disorder, myeloproliferative neoplasm, ovarian cyst, pelvic pain, polycythaemia vera, systemic mastocytosis, tooth disorder, vaginal haemorrhage, weight increased and abdominal pain lower to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test done. Total bilateral occlusion. X-ray - in (B)(6) 2010: total bilateral occlusion. Lot number: 623222 ,manufacturing date:2009/03, & expiration date:2012/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs received- new events apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: metabolic disorder, hair loss,gastric bypass, allergy to peanuts/tree nuts, weight gain event outcome of pain, bleeding, fatigue, pain w/sex, cramping was updated. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ankylosing spondylitis ('autoimmune disorder type of disorder: ankylosing spondylitis, blood or heart disorder/condition type: systemic mast cell disease, chronic myleoproliferative disorder'), systemic mastocytosis ('blood or heart disorder/condition type: systemic mast cell disease') and myeloproliferative neoplasm ('blood or heart disorder/condition type: chronic myleoproliferative disorder') in a 41-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, polycythemia, infection nos and dizzy. Concomitant products included ferrous fumarate;vitamins nos (flintstone vitamins w/iron), heparin, oxycodone and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient was found to have leiomyoma ("other injury(ies) or complication please describe: leimyomata"), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), headache ("headaches"), ovarian cyst ("ovarian cysts/ other injury(ies) or complication please describe: left ovarian cyst x3"), burning sensation ("burning feeling"), dizziness ("dizziness,"), histamine intolerance ("histamine disorder causing allergies") with hypersensitivity, vaginal haemorrhage ("abnormal bleeding (vaginal)"), bartholin's cyst ("other injury(ies) or complication please describe: bartholin cyst leimyomata."), ankylosing spondylitis (seriousness criterion medically significant) and abdominal pain lower ("left lower quadrant pain") and was found to have polycythaemia vera ("polycythemia vera"), systemic mastocytosis (seriousness criterion medically significant) and myeloproliferative neoplasm (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral), oophorectomy (unilateral), hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polycythaemia vera, abdominal pain, menorrhagia, headache, ovarian cyst, burning sensation, dizziness, histamine intolerance, vaginal haemorrhage, bartholin's cyst, leiomyoma, ankylosing spondylitis, systemic mastocytosis and myeloproliferative neoplasm outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, ankylosing spondylitis, bartholin's cyst, burning sensation, dizziness, headache, histamine intolerance, leiomyoma, menorrhagia, myeloproliferative neoplasm, ovarian cyst, pelvic pain, polycythaemia vera, systemic mastocytosis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test done. Total bilateral occlusion. Lot number: 623222, manufacturing date:2009/03 ,expiration date:2012/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and polycythaemia vera ('polycythemia vera') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), headache ("headaches"), ovarian cyst ("ovarian cysts"), burning sensation ("burning feeling"), dizziness ("dizziness,") and histamine intolerance ("histamine disorder causing allergies") with hypersensitivity and was found to have polycythaemia vera (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral), oophorectomy (unilateral), hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polycythaemia vera, abdominal pain, menorrhagia, headache, ovarian cyst, burning sensation, dizziness and histamine intolerance outcome was unknown. The reporter considered abdominal pain, burning sensation, dizziness, headache, histamine intolerance, menorrhagia, ovarian cyst, pelvic pain and polycythaemia vera to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test done. Results not provided. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: abdominal pain, menorrhagia, headaches, ovarian cysts, burning feeling, dizziness, histamine disorder, allergy and polycythemia vera. Reporter, patient demographic, lab data and essure removal date added. Product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.